Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma" olubanke davies, bhupinder sharma, erika pace, fiona macneill. Bmj 2019;366:l4302; doi:10.1136/bmj. L4302.the events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.the reason for reoperation: suspected alcl lymphoma, and seroma-late.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Journal article reports ¿patient [...] With rapid onset (less than one month), painless, extreme right breast swelling seven years after right mastectomy and implant reconstruction. Cytology and cd30 immunohistochemistry following seroma aspiration revealed breast implant associated anaplastic large lymphoma [...]. Pathogenesis is unclear but chronic t cell stimulation combined with genetic predisposition postulated.¿ pathological markers confirming alcl have not been received. This record relates to the right side. The device has been removed.